Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead; product ID: 37086, serial# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown; product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and extensions were explanted due to an infection. The patient was under an oral antibiotic and was doing well. The leads were still in place and isolated so it wasn't known if the ins and extensions would be re-implanted at that time. The issue wasn't resolved at the time of the event.